Event description:
During a pta/stenting treatment procedure involving the abdominal aortic artery, the express biliary ld pmtd stent dislodged from the delivery catheter. The physician successfully retrieved and removed the stent with a snare. No pt injuries or complications occurred. Pt status is reported as 'stable".